Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy.

Event description:
Note: this report pertains to one of two resolution 360 clips that are used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clips were used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to detach from the catheter but eventually deployed after a lot of manipulation. The procedure was completed with the original resolution 360 clip. There were no patient complications reported as a result of this event.